Event description:
Info received indicates that the head section will intermittently lower by itself.

Manufacturer narrative:
The tech found fluid in the right siderail pt membrane switch package. The tech replaced the switch package and gasket to repair the bed.